Event description:
The customer reported that when they attached the iab to the pump in preparation for a case, there was a loud squealing noise and an "internal communication failure" occurred. The pt was switched to another iabp and therapy was initiated. No pt injury was reported.

Manufacturer narrative:
The iabp and blood pressure transducer adapter were returned to the factory for evaluation. It was determined that the reported symptom was caused by a defective blood pressure transducer adapter. The adapter was replaced. The iabp was tested to factory specifications and returned to use.